Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a rotablator advancer and burr catheter with the rotawire in the lumen. The rotawire was successfully removed. There was no damage noted to the advancer or burr catheter.

Event description:
It was reported that the wire coating peeled off. A 330 cm rotawire and 1.75 mm rotalink plus were selected for use. During preparation, it was noted that the wire coating was peeled off when inserted into the burr outside patient's body. Subsequently, a large amount of coating material adhered on the tip of the rotaburr. The rotawire was replaced but the rotawires felt rough and the coating was uneven. Ablation was then stopped and the procedure was completed with the usual percutaneous coronary intervention (pci). No patient complications were reported.